Event description:
The ace harmonic scalpel would not screw on to the cord properly. The physician was unable to use this scalpel for the procedure.what was the original intended procedure?laproscopic repair of hiatal hernia with mesh.